Manufacturer narrative:
The information described in this report was collected by the (B)(6) surgery patient safety organization for the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2016, a patient underwent urgent endovascular treatment of a symptomatic chronic dissection in zone 3, which extended to zone 9. The thoracic endovascular aortic repair indication was for pain. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu313115 x 2/lot numbers unknown) were implanted in zone 2, with coverage extending to within zone 5. Additionally a branch procedure involving the left subclavian artery (lsa), celiac artery, superior mesenteric artery, and left and right renal arteries. Post-branch treatment, patency of all treated vessels was reported, with no coverage of the lsa. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 39mm (zone not reported). No post-operative complications were reported. The patient was transferred to the intensive care unit and discharged to home on post-operative day 6. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown post-operative days: 55 and 545. On an unknown date approximately 55 days post-operatively, follow up imaging determined a retrograde extension of the dissection, no aortic measurements were provided. On an unknown date approximately 545 days post-operatively, follow up imaging determined an antegrade extension of the dissection, no aortic measurements were provided. No additional procedures were reported for the patient.

Manufacturer narrative:
Please note implant date was not provided and has been estimated as 1/01/2016 based on the information received.